Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused while in use on a patient. This was further described as ¿failed to fully infuse¿ (the remaining volume amount not infused was not provided). The device contained flucloxacillin 8000 mg in 230 mls of 0.9% sodium chloride (nacl). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was manufactured from may 20, 2019 - may 21, 2019. The device was received for evaluation. Visual inspection on the sample via the naked eye shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed with no issues noted. The returned device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.